Event description:
Twos post vp@ 400ms rv tip/ ring. V. Undersensing possible: rv sensitivity> 0 .6 mv (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).